Manufacturer narrative:
Additional information was requested and the following was obtained: dr has just said three times that it was not caused by the stratafix, but had something to do with the colon. This was gathered during my initial conversation with dr. Immediately after the incident. What was size of the hernia? 4 inches. How was the hernia repaired? Mesh. What size of mesh was used on hernia? What was the date of the procedure? This information was provided when I made the initial call. I do not know the what tissue was the stratafix symmetric suture used on? Fascia. What was the condition of the tissue (normal, diseased, weakened)? Do not know. How was the suture placed (starting at end or middle of incision)? End. Was the fixation tab intact when the suture was placed in the patient? Yes. Was there any patient event prior to the incision ¿dehiscence¿ (cough, fall)? Do not know. What is the surgeon opinion as to relationship of the suture contributed to the symptoms? What was the date of the second procedure? The second procedure was performed 3 days after by dr. Can you describe the appearance of the stratafix suture during second procedure? Did the stratafix suture break, if so, where (termination, middle, end)? Did the stratafix symmetric suture pull through the tissue? No. How much of the incision was open (in cm)? Do you have any photos of the suture ¿unravelling¿? No. What are the patient age, weight, past medical and surgical history? Can you identify the lot number? No. Was the stratafix suture left in place or explanted during second procedure? Explanted do you have any samples of the suture? No. What is the current condition of the patient? Hernia has been repaired.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an open umbilical hernia repair procedure on an unknown date and suture was used. Approximately three days post operatively the patient's incision dehisced. The surgeon described the suture as unraveling. The surgeon re-closed the incision with a different type of suture. Additional information has been requested.